Event description:
It was reported that this right atrial (ra) lead was explanted due to intermittent capture. This ra lead was successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.